Event description:
A customer reported that the pump declared an altitude alarm 21 repeatedly over the past two months, causing their blood glucose levels to exceed 500 mg/dl. They consistently addressed the high blood glucose by performing correction injections via multiple daily injections, without requiring third-party assistance. Technical support found that speaker holes on the pump were obstructed, advised cleaning them, and instructed the customer to test with a new cartridge, though the alarm recurred. As a resolution, technical support arranged for a replacement pump and cartridge to be sent, instructing the customer on storage mode procedures and return shipping of the problematic pump.